Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Insulin pump passed displacement test. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.